Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead had been fractured. The entire lead had not been replaced; however, the pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The high voltage portion of the lead remained in use.